Event description:
It was reported by the service report that the side rail would not remain latched due to the compression spring missing from the side rail lock housing assembly. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.